Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm aortic bioprosthetic valve, implanted approximately eight (8) years, eight (8) months, was explanted. Through follow up with the surgeon, it was learned the device was explanted due to stenosis. The response indicated 50 percent of the posterior leaflet remained intact. No additional information has been provided. The device is not available for return and evaluation because it has been discarded by the hospital.

Manufacturer narrative:
Posterior leaflet was partially intact. Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. The device is not available for return and evaluation because it was discarded by the hospital; therefore, no product evaluation can be done. Additional information has been requested but not provided. Conclusion: the aortic bioprosthesis had been implanted for approximately 8 years, 8 months. The information provided by the health care provider indicates the posterior leaflet had dehisced by 50 percent. The response also indicated this valve was explanted due to stenosis. In this case, the operative report and additional information regarding the patient condition were requested but not provided. There was no other information describing the condition of the device or patient conditions; therefore, we are unable to confirm the clinical comments.